Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was just implanted a few weeks ago. Review of the presenting electrogram (egm) found there is undersensing, in which the egm has a flat line and no sense markers. R-waves were noted to be really small. Additionally, smart pass was disabled. Technical services recommended performing x-rays. Lateral x-rays were performed and confirmed the electrode migrated towards the pocket. The device was programmed off until further action is taken. At this time, the electrode remains in service. No adverse patient effects were reported.